Event description:
It was reported that during a follow-up, loss of capture was observed when the asymptomatic patient laid down. Lead was found dislodged. The lead was explanted and replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.